Event description:
The event involved a 20" (51 cm) appx 1.9 ml, ext set, smallbore w/clave¿ clear, 2 6-port nanoclave¿ manifolds, 2 check valves, spin luer with item number am6152 and possible lot numbers 14602672, 14769303, 14805220: it was reported that the registered nurse and the patient's mother noticed that patient's sheets and blanket were wet, subsequently noticed that the manifold of the gtt line was leaking and not able to be screwed on tighter. The registered notified front line provider and cocktailed new drips in a septafuse instead of the manifold and replaced leaking manifold. This was third event where leaking was observed in the same spot within one week. As per the hospital's policy, they cannot return samples that have been used with a patient, so customer returned 3 unopened samples. This event occurred during infusion. There was patient involvement and no harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.